Event description:
Per the clinic, the patient experienced skin overgrowth at the abutment site. On (B)(6) 2014, the patient was given a local anesthetic and the site was cauterized with silver nitrate. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.